Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one patient sample. The following results were provided: sid (B)(6) results =2.95,1.89, 8.52, 5.3, 4.32, 1.89 mg/dl. Reference range: 1.6 - 2.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting but was unable to determine a single definitive part as the likely cause of the elevated result. The architect c4000, serial number (B)(6) was considered the likely cause of the issue. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one patient sample. The following results were provided: sid (B)(6) results =2.95,1.89, 8.52, 5.3, 4.32, 1.89 mg/dl reference range: 1.6 - 2.6 mg/dl no impact to patient management was reported.